Manufacturer narrative:
One device was received for evaluation in used condition. The reported issue was not confirmed during visual inspection or functional testing. The device tested normally at the time of evaluation. No specific action was taken to repair the device due to it not cycling and alleged alarm issues as it could not be duplicated during evaluation.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit did not cycle breaths and had alarm issues. There was patient involvement, and no patient harm/adverse event reported.